Event description:
The facility representative reported an unintended shutdown 'can hear it power up but then it goes dead and alarms.' This was found during bio-med testing, with no patient involvement.

Manufacturer narrative:
The device has been received by baxter's product analysis laboratory for evaluation which is underway, however, is not yet complete. As soon as the evaluation has been concluded, a follow up report will be submitted.